Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the electrocardiogram (ECG) showed only noise. Different ECG cables were used with the same result. It was also reported that the power cord door was broken and the outer part of the display was loose. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported ECG (electrocardiogram) issue; ECG connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis confirmed both latch tabs were broken off of power cord bay door. Analysis confirmed the reported display issue; display was loose due to four hinge plate screws were missing. The system fan was noisy.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.